Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was reported on the patient's upper back and had skin breakdown. The irritation was described as redness. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was provided with additional garments. The patient was in a nursing home and the patient reported the irritation improved with medicine they put on it. Reporting out of abundance of caution. Supplemental report 9/22/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was reported on the patient's upper back and had skin breakdown. The irritation was described as redness. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was provided with additional garments. The patient was in a nursing home and the patient reported the irritation improved with medicine they put on it. Reporting out of abundance of caution.